Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. (B)(4). Analysis of the 37761 desktop charger serial# (B)(4) found a broken connector.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was having issues with the recharger. The recharger was not charging. The patient has been trying to charge the ins for "a few days," they were never getting a full charge. The patient was able to charge the ins slightly yesterday but the recharger was not charging. The green light was on the desk top charger. During the report the connector pin was unplugged and then plugged back in, the mdt screen flashed and showed the message to charge the recharger. The connector pin did not seem loose but it might have a little bit of a bend in it. The patient programmer (pp) was telling the patient that the ins needs to be charged. It was additionally reported that the recharger was dead. If the patient wiggles it then it sort of came on. The ins was dead. Anomaly appears to have occurred through product use. No patient harm reported. A new connector pin was requested. The desktop charger was returned and analysis replaced cable assembly with broken connector. The recharger was also returned and device analysis revealed the complaint was unverified. Additional information received reported that the patient did receive their new recharger and was able to recharge without difficulty or problems. The patient stated that they were receiving stimulation therapy.